Event description:
A defective vascular access device had to be removed from a pt. It had to be removed due to the catheter tearing off of the hub of the port. The device had been implanted approx june of 1996.